Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the system did not start. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. The philips remote service engineer (rse) checked the system remotely by connecting with the customer and confirmed that the system could not be turned on. The offered onsite service was declined by the customer. No further service has been performed by philips since the quotation has been declined. To date, no further information was received. The codes were updated based on the investigation outcome.